Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not secure the universal reciprocating saw attachment and the universal reciprocating saw attachment spring did not function. There was no report of surgical delay or pt injury associated with the event. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.